Event description:
The healthcare workder experienced a burn to the finger while removing items after a completed cycle. The worker did not seek medical attention, and the symptoms resolved within the day. The varporization plate was not in place.